Event description:
Screw was implanted and needed to be repositioned; however, screw would not come out. Screw and plate were removed.

Manufacturer narrative:
Additional product information;catalog number lot number mfg date14-521616 566170 11/200814-521616 598170 11/200814-521616 835270 03/2009the dhrs were reviewed for all parts and no anomalies were found.